Manufacturer narrative:
Additional information received on february 21, 2023 indicated that the patient scheduled for removal on march 3, 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 03, 2023 indicated that the patient also experienced "ptosis of right breast 4 cm and left breast is 4.5 cm". As a result, patient underwent bilateral replacements with mentor round, smooth, moderate plus saline, and full mastopexy. Suspect device received on april 10, 2023 device evaluation completed on april 13 , 2023: according to the information received, the patient experienced deflation in the sal smooth rnd diap 475cc breast implant. Additionally, experienced ptosis of the breast. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 475cc breast implant had a crease/fold on the posterior view, and a tear was found within it, measuring approximately 0.5 cm. A microscopic examination was performed, and instrument damage was not found at the edges of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old female who underwent a breast augmentation revision with a mentor smooth round moderate profile, 475cc, saline prosthesis experienced right-sided deflation post procedure. The physical examination diagnosed the issue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.